Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. The iab was connected to a flush bag, transducer, and pressure cable to the iabp. The customer was guided through steps to remove the fiber optic cable then zero the central lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).